Event description:
During the procedure, the physician mentioned that they were experiencing difficulty advancing the versacross dilator over the j-tip guidewire. They decided to swap out the guidewire for a stiffer option (non-bsc, abbott amplatzer .035 j-wire). The dilator was then able to advance to svc(superior vena cava), but when withdrawing the guidewire, it became stuck. The dilator and guidewire were then removed together from the patient where it was noted that the guidewire was also uncoiling. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).